Event description:
Home pt experiencing a burning sensation during the first fill period. The service rep placed the pt into a manual drain (dv=1047 ml), and advised hp to contact his nurse or physician for advisement. During a follow up call to the home pt, a case of peritontis was reported. Per the hp's nurse, the home pt has recovered from the event and now utilizes hemodialysis therapy.

Event description:
During follow up with a home patient's nurse regarding an unrelated event, baxter's product surveillance department was notified that the home patient was diagonsed with peritonitis on september 18, 2005. The home patient was hospitalized from 9/18/2005- 10/03/2005 and made a fully recovery from the infection. Home patients nurse could not provide any further details regarding treatment, no further information is available regarding this event.